Manufacturer narrative:
H6: code 4116: the endoprosthesis remains implanted. The delivery system was returned for evaluation. H6: code 213: the evaluation summary for the returned delivery system states the following: nothing unusual observed on the delivery catheter. Deployment knob was returned detached from the hub and has 1cm of deployment line attached. The deployment line was returned with a locking forceps attached near a cut end of the deployment line. Deployment line returned 177 cm in length is not attached to the hub: one end has two single fibers (3 cm each). End of deployment line appears damaged distally with two single fibers appears deconstructed. Blunt end of deployment line near the deployment knob appears cut unremarkable catheter and distal shaft. A damaged deployment line was observed during evaluation of the returned device. The cause of the deployment line damage could not be confirmed.

Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Manufacturer narrative:
A review of the manufacturing records indicated the lot met pre-release manufacturing specifications. The endoprosthesis remains implanted. The delivery system was returned for evaluation. The investigation is ongoing.

Event description:
The patient underwent a surgical repair of the aorta to treat an aneurysm previously. Now the patient presented with a false aneurysm of distal anastomosis, which was treated with a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn device). The physician covered the lesion and deployed the viabahn device successfully. However, the physician reported, that it was difficult to remove deployment line from the viabahn device. The viabahn device was moving distally when the deployment line was pulled. Therefore they inserted a 14 mm angioplasty balloon and inflated the distal end to prevent the viabahn device from moving. They reported, that a strong pull on the deployment line resulted in detachment from the viabahn device and the deployment line was removed from the patient.